Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis with a blood glucose reading of 454 mg/dl. It was stated that customer was getting several no delivery alarms. The customer changed the infusion sets several times as well. The mother stated that she performed the prime test and the insulin pump passed. However, the mother did not feel comfortable with the insulin pump and asked to have it replaced.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.